Event description:
"It was reported that" diaphoretic patient had a good EKG reading on the monitor, however, no charge when defibrillating the pt. Connections were checked and looked good. The patient was given medication in order to resuscitate. Status changed and the family decided not to resuscitate again.